Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets tubing detachement events on 02-jul-2025. The insertion site was the abdomen. Infusion sets were used for about 24 hours. Blood glucose level was high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11954. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009410, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009410 was manufactured according to the work instruction (wi) version 28 and packaging in the line 1 on 05-oct-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4j05132 was manufactured according to the wi version 64 and manufactured in the machine sc07, on 02-oct-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.